Manufacturer narrative:
H.6. Investigation: customer returned (11) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needle clogged during priming and then the pen jams during injection. All returned pen needles were examined and 9 out of 11 exhibited a broken non patient end of the cannula, which could prevent the insulin from flowing through the cannula properly. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: consumer reported needle clog during priming, also stated that the pen jams during injection. Consumer does not re-use. Lot #: 9310075. Catalog #: 320122. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: consumer reported needle clog during priming, also stated that the pen jams during injection. Consumer does not re-use. Lot #: 9310075, catalog #: 320122, date of event: unknown.